Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient ate dinner and took her normal evening dose of insulin. Several hours later she felt a little low, stating she was a little lightheaded, then had a quick onset of tiredness which is not a usual low glucose symptom for her. Her cgm was showing in the low 100s mg/dl so she drank some juice. About 30 minutes later her cgm read low. Her husband gave her 12-15 tablespoons of honey, but she started to become incoherent, then unresponsive, and she had a seizure. About 15 minutes later her cgm reading was 78 mg/dl but the bg value was 32 mg/dl. Her phone did not alert for her low threshold of 80 mg/dl. Her husband called for an ambulance and she was transported to the emergency room (ER) and given 50 grams of glucagon and intravenous (IV) therapy. After her glucose level rose, the cgm and bg values remained about 30-40 points discrepant. At the ER, she felt better but it took a few days to fully recover from the seizure and the hypoglycemic event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.